Manufacturer narrative:
The results of the jjpi applied research group evaluation are as follows. Non-destructive and visual evaluation was performed on the 86-4112 pfc oval patella component. The ultra-high molecular weight polyethylene patella was revised because of fracture of the bone cement and the three fixation posts. The articulating surface of the patella showed limited burnishing and deformation in one area only, indicating articulation on either the medial or lateral femoral condyle. There were no apparent material or mfg defects were evident. Jjpi considers this file closed.

Event description:
Jjpi was notified by surgeron of the removal of the subject device. The revision of the patella device was reported to be due to the pegs of the patella fracturing.